Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the left keyboard hinge was cracked, the latch of the cable bay was cracked, the stylus was missing, and the link electronic module (lem) circuit board failed functional testing due to a loose radiofrequency (rf) head connector. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.